Manufacturer narrative:
D2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level that ranged from 468-469 mg/dl and high ketones. The customer delivered a bolus and administered a manual insulin injection prior to being hospitalized in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the hospital, and was released from the hospital on (B)(6) 2023 with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended. The customer continued using the pump for insulin therapy.